Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/01/2018. (B)(4). Additional information: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch le8bsbq0, mfg date: 05/01/2017, exp date: 10/31/2022; batch le8dzqq0, mfg date: 05/01/2017, exp date: 10/31/2022; batch lg8dqwq0, mfg date: 06/01/2017, exp date: 11/30/2022. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was provided: aortic replacement surgery for dissecting aortic aneurysm ((b)6) 2017). The trigger to notice dehiscence: pain in the chest, swelling of the chest, then confirm the dehiscence with CT. ((B)(6) 2018) . Dehiscence part: subcutaneous, fascia and sternum. Reoperation was done. ((B)(6) 2018). Because renal insufficiency is also complicated and dialysis is required, discharge is delayed. Breakage point of pds code: about 1-2 cm from the knot. Additional information was requested and the following was obtained: what was the date of the initial procedure? (B)(6) 2017. How were the sutures placed (continuous or interrupted)? Figure-of-eight suture. Maybe interrupted. What date was the wound dehiscence diagnosed? (B)(6) 2018. Can you describe how much (in cm length) of the wound dehisced? No. What medical or surgical intervention was performed due to the wound dehiscence? Re-operation was performed. Detail of the reoperation is unknown. What is the surgeon opinion as to the relationship of the pds suture and the contact dermatitis 3 months post op? Contact dermatitis did not occur. What date was a second procedure performed? (B)(6) 2018. What is the age, gender, weight and medical history of the patient? No information. What is the current condition of the patient? As of (B)(6), the patient's status was stable, however, the patient was still in the hospital. Hospitalization was postponed since dialysis was necessary for renal insufficiency. No further information about the patient's status has been provided from the hospital."

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2017 and suture was used. The suture was passed through the breast bone and figure of eight technique was used. The fixsorb mesh was trimmed, so that its width became less than the bite of suturing. The fixsorb mesh was fixed with the breast bones by the suture. The patient was observed by computerized tomography and approximately 4 weeks post op, wound dehiscence occurred. The tomography on (B)(6) 2018 showed that the suture had been broken about 1-2 cm from the knots. The surgeon opined the possibility that the sutures became weak due to rubbing with the edge of the fixsorb mesh. An additional procedure was performed to close the incision. The patient is reported as stable and remains hospitalized. Additional information was requested.